Event description:
A customer reported experiencing a recurring cartridge alarm 30 seven times consecutively with their pump, even after attempting to reload with a new cartridge. There was no adverse impact to the customer¿s blood glucose level, keeping it within the normal range. The customer reverted to manual injections for insulin therapy.